Event description:
It was reported the nurse found the side arm of the sheath broken in the patient's bed. This event occurred in the ICU ward. As a result, the medical team had to replace the i.v. Line and also remove the swan from the patient. There was a delay in treatment noted, but it is noted the delay did not harm the patient. No patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.